Manufacturer narrative:
The device was not returned for eval. We are unable to confirm product condition or to determine if any malfunction could have contributed to the reported hypoglycemia and seizure. There are safety mechanisms in the device design that prevent over-delivery of insulin which would contribute to hypoglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider" and "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." It advises, "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm" and "any time your blood glucose is low, treat it immediately. Check it every 15 minutes while you are treating, to make sure you don't overtreat the condition and cause blood glucose levels to rise too high."

Event description:
The customer activated the pod at 7:20am on (B)(6) 2013. He was wearing it on the left side of his abdomen. At 7:24am, his blood glucose was 292 mg/dl. He ate 90 grams of carbohydrate and took a 12 unit bolus. Between 9:45 am and 10:00 am, his cgm displayed a blood glucose of 50 mg/dl. He had a seizure and went unconscious, and at 10:00am, he was on his way to the emergency room. His fall during the seizure resulted in fractured teeth and a broken nose, which required surgery to repair. The medical staff informed him that the pod "dumped into his body," which resulted in his seizure. At the time, his pdm displayed that he had over 50 units of insulin in the pod. At 1:21pm, his insulin was suspended, and the medical staff adjusted his basal rates. While at the hosp, a CT scan was done while he was wearing the pod, and when they removed the pod after his CT scan, they noticed it was empty. Before he was released from the hosp, at 5:00 pm on (B)(6), his blood glucose was 195 mg/dl. He did not state how his hypoglycemia was treated while in the hosp.